Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were visually inspected for stopper cocked and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper cocked. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes cover are loose, thus causing the sample to leak. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "the cover is loose, causing the specimen to leak."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes cover are loose, thus causing the sample to leak. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "the cover is loose, causing the specimen to leak."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.